Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the physician reported that when the pouch containing the guidewire was removed from the outer box, it was discovered that the bottom of the pouch was not sealed.

Manufacturer narrative:
The product in question was returned to the MFR. The products contents were found inside the pouch; however, the bottom of the pouch is not sealed. A visual examination of the returned pouch indicated that the pouch was never sealed in the packaging process of mfg. The spec for the tyvek pouch was pulled so that a measurement verification of the returned pouch could be determined, or an indication to whether the seal at the bottom of the pouch had been cut off or never sealed. The measurement of pouch is 10 7/8" x 10 1/4" which meets the spec, also noted on the returned pouch were the 1/8" tabs found at the bottom which also indicates the bottom of the pouch had not been cut off. Specs indicate the pouch should be sealed at no more than 3/4" from the bottoms edge; a visual examination reveals no evidence (i.e., impressions, markings) that an attempt to a seal pouch had been made. This incident has been determined to be a mfg packaging related issue. A corrective action response was issued to ensure all packaging is properly sealed before leaving the mfg facility. A DHR review was performed and no issues were found that would have contributed to the reported incident. Add'l: PMA/510(k) # k023700, k002907.